Event description:
Two pt samples with discrepant lactate results, when comparing whole blood to plasma samples. Pt 1 initial whole blood result 6.1 mmol/l. A plasma sample from the same pt was tested using different instrument, different methodology, and recovered 4.46 mmol/l. Pt 2 whole blood sample was initially run twice, results of 16.5 mmol/l each time. A plasma sample from the same pt was repeated twice using a different instrument, different methodology and recovered 12.94 mmol/l and 12.87 mmol/l. If add'l info is rec'd appropriate notification will be provided.